Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument. The cause of discordant na and cl results is unknown. The fse proactively replaced the rotary valve, mono pump seal and the integrated multisensor technology (imt) sensor. The fse ran a precision test with patient samples which was in range. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Two discordant results for sodium (na) and chloride (cl) were obtained on a dimension rxl max. The initial results were high. The customer reran the same samples on the same instrument and on an alternate instrument in the laboratory. The repeated results on both instruments were similar. It is not known if the initial results were reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant na and cl results.